Event description:
The surgeon implanted a toric silicone lens model aa4203tf and was torn during insertion. The lens was implanted and removed without patient injury. It was stated that msi-tr injector and mtc-60c cartridge was used, but the lot numbers were unknown.